Manufacturer narrative:
Investigation summary: the customer reported the enteral feeding sets (6) presented a leak at the spike and tubing line connection. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported devices were not returned for evaluation; however, two photographs were provided. Visual inspection of the photographs provided confirm the report of detached component/leak at the cross-spike and tubing connection. An investigation has been initiated to determine the root cause of this confirmed product issue. This reported event will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding set presented a leak through the connection between the spike and the line. The customer also stated that it easily disconnects. There was no patient injury, medical intervention, or adverse reaction is reported.